Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During implantation of a system, it was reported that after the ipg was connected to the leads, all the contacts had invalid readings. Several additional methods were tested but the impedances were still invalid. A new ipg was used and successfully resolved the issue. No further information is available at this time.